Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following was observed: liner fully expanded except for 0.5" from distal strain relief. Liner stretching starting at distal strain relief for approximately 5.75" in length. No stretching is visible in the distal 2" of liner. Partial liner delamination starts at distal strain relief for approximately 4". Curvature of sheath shaft. Distal tip torn axially and radially along distal liner edge. No pieces appear missing. Minor scratches along distal sheath shaft. Hdpe stretching along with tears. Soft tip damage/stretching. All scorelines are present. C-marker present. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint for difficulty introducing sheath was confirmed empirically. Available information suggests that patient factors (calcification, tortuosity) likely contributed to the event, as scratches and curvature of the sheath shaft were observed on the returned device, although no tortuosity and only mild calcification were reported. No pre-op imagery of patient anatomy or fluoroscopy was provided for review to confirm vessel characteristics. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Interaction with calcification can also lead to sheath kinks if combined with the push force required to insert the sheath. Scratches observed on the sheath shaft can be indicative of the presence of vessel calcification. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment, and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage, as investigated in the CAPA. Additionally, patient factors, such as challenging anatomy, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. Although no 3mensio imagery was provided, curvature observed on the sheath shaft suggests that the device could have been maneuvered through tortuous anatomy. Scratches observed on distal sheath shaft/tip suggest that the device came in contact with sharp calcified nodules. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. The complaint for sheath does not expand was confirmed based on the evaluation of the returned device. A review of the DHR, history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking. Evaluation of the returned device confirmed the presence of liner stretching and partial liner delamination within the stretched region. This condition may be associated with variability in the lamination process, specifically during the integration of the ptfe liner with the hdpe shaft. If the hdpe layer adheres too strongly to the etched ptfe liner, it may inhibit proper seam opening, resulting in stretching rather than expansion. Additionally, partial liner delamination may appear along the stretched liner region. This may occur when there is a weak point in the liner residing at the interface between the coextruded hdpe layer and the ptfe liner (delamination edge). Under stress, this bond line may fail, resulting in separation between the coex and liner layers. According to the manufacturing acceptance criteria, liner stretching or incomplete seam opening in the proximal and middle regions of the sheath shaft is acceptable, provided the distal 2-inch segment fully expands and the push force of tested units meets specification. As the distal 2-inch segment of the liner was returned fully expanded as designed after advancement of a delivery system with crimped valve, the complaint device meets this specification. An investigation detailed in a technical summary identified that elevated vertical lamination temperatures during the shaft reflow process can contribute to liner stretching. The summary also documents the optimization of laminator temperature settings within the validated range to reduce process variability and minimize liner stretching occurrences. Based on the investigation, this failure mode is attributed to manufacturing process variability related to sheath liner expansion. However, since no product non-conformance was identified and complaint rates remain within control limits, no further escalation is warranted at this time. Edwards will continue to monitor complaint trends monthly. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A CAPA was opened to address esheath inner diameter hdpe damage contributing to the tip tear events.

Event description:
As reported by our affiliates in japan, during a transcatheter aortic valve implantation (tavi) procedure, increased resistance was noted from the time of esheath+ insertion, which was greater than typically observed. Significant resistance was also encountered during advancement of the commander delivery system through the esheath+, particularly until the valve exited the distal tip of the sheath. The 23mm sapien 3 ultra resilia valve was successfully deployed as usual, and the delivery system was removed without incident. Upon removal of the esheath+, the distal tip of the sheath was found to be torn and appeared to be in a nearly severed condition. Angiography was performed, revealing no signs of vascular dissection or other abnormalities. The tavi procedure was therefore completed. Per the clinical specialist, pre-dilation of the access vessel was not performed. The dilator was fully inserted into the esheath+ and securely locked, as per standard protocol.

Manufacturer narrative:
Investigation is ongoing.